Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: patient was successfully treated for an aneurysm (fourth aneurysm), with an intracranial stent and coils. Later that evening, approximately 6 hours post procedurally, the patient experienced a sah, which she did not recover from. Patient bled after successful treatment and died that evening.

Manufacturer narrative:
Subject device was not returned and subsequently bsc cannot conclusively dertermine the cause of the user's experience. A review of the device history record for the neuroform2 md stent system was performed and indicated that no anomalies were noted during the manufacturing of this lot. All tests and processes were performed and conformed to the required specifications at the time of build. A search of the complaint log database showed no other complaints were made concerning this batch. Bsc performed a follow-up with the reporting user facility to determine relatedness of the device to the reported and received the following information: the death was not considered to be related to the device. The patient has been in and out of the ns unit for 5 aneurysms... 3 were clipped, and 1 was retreated with this procedure. The other had yet to be treated. Please note that a MDR report has previously been submitted on 12/20/2004 for a second neuroform system used during this procedure (ref. Report #: 6000078-2004-00221).